Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance with the blood glucose meter communicating with the insulin pump. The customer also mentioned that she was treated by the paramedics for low blood glucose levels. Nothing further was reported.